Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device and independent laboratory test results and legal manufacturers investigation. A review of the device history record found the subject device was shipped in accordance with specifications. There was no report on the subject device being used in procedure after the suggested event was confirmed. The suggested event was positive culture test, not defect of the device. Injury or infection was not reported. Device evaluation noted leakage, scratches at inner wall of biopsy channel, foreign material around lens, and colored inner wall of suction channel were confirmed from investigation result. Independent laboratory culture results : distal end/forceps elevator and air/water channel tested positive for micrococcus luteus. The instrument/suction channel tested positive for bacillus thuringiensis. Ess (endoscopy support specialists) completed the in-service for the staff at user site facility. Ess advised staff to follow the olympus recommended reprocessing guidelines for tjf-q180v and to ensure that proper reprocessing steps were followed by referring to the olympus manufacturer¿s instruction and reprocessing manuals. The root cause cannot be conclusively identified. Based on the results of the investigation, it was presumed that reprocessing conducted by the user was deviated from the reprocessing recommended in IFU (instructions for use). Contamination occurred at microbiological sampling. It was presumed from the evaluation result that the device was insufficiently reprocessed due to leakage from distal end. As stated on the IFU (instruction for use) the user manual states: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that the cleaning and disinfectant solutions used with the endoscope is rapicide, blu-62, and endozyme sponges. Pre-cleaning is performed immediately after a procedure according to the manufacturer¿s recommendations. The endoscope is being leak tested prior to manual cleaning. The endoscope channel is being brushed during manual cleaning with another manufacturers hedgehog single-use brush. The nurse reported double manual cleaning is performed. The scope is then placed in the facility¿s automatic endoscope reprocessor (aer). The minimum effective concentration being checked daily. The last preventative maintenance (pm) for the aer was in (B)(4) 2021. There have been no any problems noted with the aer. After reprocessing the scope is hung in a vertical cabinet. The date of the customer's last reprocessing in-service conducted by an olympus endoscopy support specialist was on (B)(6) 2021. There has been changes in the facility's reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. An olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. In addition, the scope was returned to the service center and is pending evaluation and microbial testing.

Event description:
The service center was informed that since april 16, 2021, the scope¿s elevator cultured positive for escherichia (e-coli) and enterobacter multiples times after reprocessing. The facility¿s registered nurse reported that the scope has not been used since (B)(4) 2021. Other scopes have since been cultured and were negative for bacteria. There were no associated patient infection reported.